Event description:
A loss of therapeutic effect was reported, as well as no stimulation sensation. The symptoms occurred following a fall. It was reported, the patient fell two weeks ago in her garden directly onto the implantable neurostimulator (ins) and since then she has not felt stimulation. It was noted she was at 7.4 volts and stimulation was shown as on. It was also reported, the patient cannot increase or decrease stimulation, but sees 0.00 on the screen when she tries.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 37743, serial# (B)(4); product type programmer, patient. (B)(4).